Event description:
Received maude report - user went to sit in the 9sl manual wheelchair, she held onto the seat instead of the arm of the chair and when she "plopped" into the chair her right hand baby finger was pinched in the casing that holds the rod of the seat.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 9sl, serial number/date (B)(4) is approximately 4 years old. The owner's manual part number 1056953, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Invacare received maude report (B)(6) indicating that a client at the senior independence facility went to sit in the 9sl manual wheelchair . The user needed to be raised up to decrease her weight in the seat so her finger could be removed. Paramedics took the user to the emergency room for a finger laceration. The malfunction has not been confirmed.